Manufacturer narrative:
The lot was manufactured between march 22, 2019 to march 24, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the center port. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.